Event description:
During the end of the procedure, the intra-aortic balloon catheter became filled with blood, indicating balloon rupture, interrupting its function.

Manufacturer narrative:
Root cause can not be identified. Not enough information received for proper investigation. No products returned for investigation, the deviation and non conformance database was reviewed with no documented deviations or non conformances on this product lot. The most likely root cause cannot be confirmed at this time without additional details provided. A rupture of balloon can be caused by many issues and without detailed information from the case, and no product for investigation, no additional actions can be taken at this time.